Event description:
A report was received that the patient was explanted due to infection at the pocket site. The symptoms were discharge and swelling at the incision site. The physician believes that the infection can be attributed to the patient's hygiene and prescribed oral antibiotics keflex for the patient. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70, serial#: (B)(4), model description:artisan surgical lead with platnalock technology - 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.